Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a high tibial osteotomy (hto) surgical procedure, when the surgeon was about to cut the end of the tibial bone, it was observed that the oscillating saw attachment device did not function. The reporter stated that since the small battery drive device that was being used with the attachment device was moving properly, the surgeon suspected the malfunction of the attachment device. It was reported that there was a five minute delay due to the event and the procedure was successfully completed by using a bone chisel. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.